Manufacturer narrative:
The investigation was carried out based on the provided flowmeter. It was found that the material of the pressure dome is torn in the region of the thread with which the dome is screwed into the base body of the flowmeter. The cleaning wipes microbac tissues used according to the customer work on the basis of quaternary compounds, which are not recommended by dräger and are not compatible with the material of the pressure dome (polycarbonate) which can lead to stress cracks. Accordingly, the reported rupture of the pressure dome can most likely be attributed to stress cracks caused by the use of incompatible chemicals. Stress cracking finally resulting in bursting is not a sudden event, but a slow-moving process that can be detected in time with regular inspection. Therefore the IFU contains a warning that the user has to check the pressure dome for cracks before use. Furthermore, the pressure dome should be checked at least once a year by trained specialist personnel; in doing so, the pressure dome must be unscrewed from the flowmeter in order to also check the thread for abnormalities and cracks.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation is ongoing. We'll provide results in a separate follow-up-report.

Event description:
It was reported that during preparation for use when turning on the flowmeter it disrupted on part of the thread. No injury reported.